Manufacturer narrative:
(B)(4). Eval, results: stent thrombosis.

Event description:
Index procedure was prompted by acute coronary syndrome, the pt underwent the index procedure with the deployment of one endeavor sprint rapid exchange (rx) drug eluting stent in the proximal lad. Post-procedure residual stenosis was 0% with timi 3 flow. Approximately 5 days post index procedure, the pt was found to have apical thrombus on MRI. He was treated with heparin and coumadin. The pt was discharged from the index procedure hospitalization four days later. In the opinion of the investigator, the apical thrombus was severe in intensity, not related to the drug, not related to the device and not related to the procedure.